Event description:
It was reported that suture placement using two proglide devices was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 7f and the vessel and access site were mild calcified and tortuous. Reportedly, after suture deployment, the plunger was retracted and no suture was present with the attempted pre-placing of sutures of four proglide devices. A third set of two proglide sutures were successfully pre-placed using the preclose technique. The sheath was upsized to a 10f and the tavi procedure was successfully completed. Hemostasis was achieved with the third set of pre-placed sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. A femoral venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.